Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of repeated use. The photo confirms that the instrument was fractured. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Complaint is confirmed. The root cause of the reported issue is attributed to repeated use of the instrument for more than 20 years. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h10   updated investigation after product was returned to the manufacturere for evaluation visual examination of the returned product identified signs of repeated use nicked / gouged and the provisional has fractured through the middle. The root cause of the reported issue remains unchanged: issue is attributed to repeated use of the instrument for more than 20 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the inspection of the loaner kit in the zb (B)(4) warehouse, it has been detected that the piece arrived broken. No customer claimed. Neither patient nor surgery involved.